Event description:
It was reported that the plaintiff had both pelvic organ prolapse and stress urinary incontinence and required surgical intervention. On (B)(6) 2009, the plaintiff was implanted with ams mesh products. It was alleged by the plaintiff's attorney that, "shortly after implantation, she began experiencing complications attributable to the products." It was alleged that the complications include, but are not limited to, "chronic pain and destruction of vaginal tissue warranting the need for additional surgical intervention." It was alleged that the plaintiff has undergone, "extensive medical treatment, including but not limited to operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine and the vagina and operations to remove portions of the female genitalia," and "has suffered and will continue to suffer severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.